Manufacturer narrative:
Medwatch sent to FDA on 03/08/2016. Concomitant therapies: juvéderm® volbella¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodule, painful granuloma, and inflammatory reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nodule, painful granuloma, and inflammatory reaction as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected with unspecified juvederm voluma as well as concomitant injection to the lips contours and projection of upper lip with juvederm volbella with lidocaine and injection with juvederm volift with lidocaine. Three weeks later patient developed a nodule on the lower left lip further described as a "late apparition of painful granuloma". The probable cause of the event is "inflammatory reaction after injection." No biopsy noted. No medical or surgical intervention noted. Symptoms are ongoing.